Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: during a multilock nailing procedure surgeon drilled hole for screw insertion. He experienced very hard bone quality. Surgeon inserted a asls4 screw and could not tighten the screw all the way down, it is only partially inserted. Surgeon noted patient had nice reduction plus stable fixation.